Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. The noise was railing on the electrograms. A review of the device downloaded data found a sudden increase in shock impedance occurring last february. The doctor elected to do an invasive procedure. During the procedure, the doctor stated the device setscrew did not seem tight. The doctor decided to replace both the pulse generator and the electrode with new ones. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Three setscrew marks were in the correct location on the terminal pin. Spring contact marks are in the correct location of the sense b ring and high voltage ring. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. The noise was railing on the electrograms. A review of the device downloaded data found a sudden increase in shock impedance occurring last february. The doctor elected to do an invasive procedure. During the procedure, the doctor stated the device setscrew did not seem tight. The doctor decided to replace both the pulse generator and the electrode with new ones. There were no additional adverse patient effects.